Manufacturer narrative:
The reported event for failure to advance the stylet/guidewire was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The stylet was obstructed by blood in the inner coil. The cause of the reported event for failure to advance the stylet was due to blood in the inner coil.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance through the right ventricular (rv) lead. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.